Event description:
It was reported that at pump displayed an error code during testing. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition; the tamper seal was intact. There was evidence of the reported error in the event history log (ehl) - unable to download. The reported problem was duplicated/verified during functional testing. When powering up the device, it displayed a constant alarm error code 45520. It was found that the microprocessor unit (mpu) board was defective. Thus, it was recommended that the mpu board be replaced as a corrective measure. No root cause was determined. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).